Manufacturer narrative:
Section d3, g1: updated information section d1: corrected, section d4, catalog number: corrected, section d4, lot number: corrected, section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms occurring while the mobile power unit (mpu) was in use was not confirmed. The provided log file contained data spanning approximately 6 days (09oct2023 ¿ 15oct2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed. The mpu (serial number (B)(6)) was not returned for analysis. Per additional information, the mpu was not exchanged, and further alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the reason for the low voltages were due to dirty batteries that had to be cleaned.

Event description:
It was reported that the patient experienced low voltage alarms while using the mobile power unit. The log file only contained a few pulsatility index events and routine power cable disconnects during power changes. The ventricular assist device (vad) coordinator stated that the alarms could not be reproduced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.